Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 5.8 inr at 10:10 am. The laboratory result was 2.6 inr. The customer¿s marcumar was omitted based on the laboratory result. The time of the laboratory result was not provided. The customer¿s therapeutic range is 2.0- 3.0 inr.